Event description:
It was reported that the patient experienced nocturnal hypoglycemia while using the ilet with a dexcom g7; the caregiver observed sweating and pallor, the cgm displayed 95 mg/dl while a blood glucose meter showed 34¿44 mg/dl, treatment with glucose tablets and juice was administered, and subsequent fluctuations led to concern about pump function, though no device alerts occurred and no device malfunction was evident. Symptoms included hypoglycemia with diaphoresis and fatigue. Outcomes included the need for unexpected medication intervention to treat low glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and a usage problem identified, characterized as improper or incorrect procedure or method, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.